Event description:
The rptr stated the surgeon implanted an 12.0mm icm120v4 implantable collamer lens in 2009 in the pt's right (od) eye. The lens was explanted a week later, due to inadequate vaulting and dislocated lens. The lens was exchanged for a longer lens.